Manufacturer narrative:
(B)(4). (B)(6). The device was manufactured september 9, 2014 ¿ september 10, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused. The reporter stated that the expected therapy time was between 48 hours and 50 hours; however, the infusion ran 48 hours longer than expected. There was no report of patient injury or medical intervention associated with this event. No additional information is available.